Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 726 mg/dl. The cause of the high bg was not known. There was no reported issue with the cartridge, infusion tubing or cannula. Reportedly, the customer had used the cartridge and infusion set for 4 days. The customer was admitted to the hospital for the high bg and diabetic ketoacidosis (dka). The customer was treated with insulin injections. The high bg and dka were resolved the customer was discharged on (B)(6) 2017. As the event had occurred in the past, tandem technical support was unable to troubleshoot. The customer was informed that novolog was labeled for 72 hour use with the cartridge. The customer acknowledged the information.